Event description:
Surgeon inserted gore suture passer through laparoscopic trocar into abdomen. Fracture noted on video monitor at end of instrument. Surgeon able to retrieve instrument intact, but broken.